Event description:
Pt's cadd legacy-1 pump continues to beep and not allow pt to continue with setting up tubing/priming. Pt placed new batteries into pump, pump displayed settings and ran through self-check cycle. Afterwards, pump would continue to sound single beeps. No error message displays on pump. Unable to troubleshoot, sending pt new pump. Pt is currently using back up pump. Pt has not experienced any adverse effects due to pump malfunction. No other info known. Sn: (B)(4), orig maintenance due to date: 05/25/2018. Dates of use: (B)(6) 2017 to (B)(6) 2018. Diagnosis or reason for use: pah.